Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went on-site. The fse found that the nibp pump was unable to stabilize and unable to calibrate. The fse determined that the pump needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The fse replaced the nibp pump and ran calibration. All tests passed, and the device was returned to use. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the earlyvue vs30 indicating that the non-invasive blood pressure (nibp) readings were inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.